Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies followed by loss of lock. The patient was seen at center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. In march 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the patient's device was functioning. A decision was made to explant the device. Surgery to explant the patient's device is to be scheduled.